Event description:
The customer reported five negative results with the idnow covid-19 assay performed on various dates involving various lots. This report is four (4) of five (5) and addresses lot: 1056062 (total quantity 4). The customer reported one false negative with the idnow covid-19 assay performed on a nasal swab sample (collection date: (B)(6) 2022). Confirmation testing (platform: core lab) on a nasopharyngeal swab sample collected on (B)(6) 2022 in viral transport medium generated a positive result. Per the customer, no additional information will be provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers: 1221359-2022-03010 through 1221359-2022-03014.

Manufacturer narrative:
Upon review of the case, it was determined that this event was previously reported under MFR report # 1221359-2022-02962 - 1221359-2022-02966. Any further updates to this case will be provided under that MDR report.